Manufacturer narrative:
Manufacturer narrative: the evaluation of the microtip was completed on february 23, 2017. The device was received with no damage to the needle or sheath; however the admin spike was missing from the assembly. The admin spike was replaced so that testing could be completed. Priming of the device was successful on the first attempt. The microtip completed functional testing with no sign of issue or defect. The reported malfunction was not duplicated during functional testing and the acoustic signal remained consistent throughout the testing cycle. During simulation use testing the sheath slipped inside of the case nose. Per the customer reported complaint the needle had retracted, evaluation found that the sheath became loose from the case nose and covered more of the needle tip. The flats on the metal sheath were measured and found to be within specification. During manufacturing of the handpiece the flats are overmolded by the nose cone which then holds the sheath in place. Based upon the evaluation, it is suspected that manipulation or resistance inside of the target tissue caused the sheath to dislodge and slip toward the distal end of the tip.

Event description:
Per the information provided, at 3:05 minutes of cutting time the doctor noticed a change in the feel of the handpiece and noticed an audible sound change. He withdrew the handpiece and that the tip had retracted into the sheath. The tip was blunt. A new handpiece was obtained to complete the procedure. There was no injury or harm caused to the patient by the failure.

Manufacturer narrative:
The microtip is currently being evaluated. A supplemental MDR will be submitted.

Event description:
Per the information provided, at 3:05 minutes of cutting time the doctor noticed a change in the feel of the handpiece and noticed an audible sound change. He withdrew the handpiece and that the tip had retracted into the sheath. The tip was blunt. A new handpiece was obtained to complete the procedure. There was no injury or harm caused to the patient by the failure.